Manufacturer narrative:
Concomitant medical product: dtba1qq crt-d, implanted: (B)(6) 2015, 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined pacing impedance on the right ventricular (rv) lead and lack of capture. It was noted the lead was likely fractured. The lead was capped and a previously capped rv lead was used for the pacing lead. No patient complications have been reported as a result of this event.